Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient charges every night and they were seeing a picture that was not in the manual. After reviewing the screen, it was determined to be the ins in the box screen. It was also noticed in the last two weeks their left arm was waving a lot, they have been having bladder issues, issues with "tone", and with their movements. The patient has not gone through any medical procedures, but they have been visiting their grandfather in the hospital often, so emi environmental exposure to the device is unknown. It was also reported that in august, the doctor checked the device and was getting a code saying the device was off. Troubleshooting was performed, the rep interrogated the left ins with tablet, which showed "invalid settings, all settings will be cleared." After hitting ok, the callers stated there was no patient info or programming info displaying, the nis was off and implant date showed as today. The caller entered the patient info including the original implant date but did not have previous settings so the patient will be seeing the doctor tomorrow to be reprogrammed. The caller interrogated the right ins with the same message, as well as no patient or programming info so they took the same action as on the left ins. The caller noted they have tried to replace the batteries in the patient programmer to try and resolve the message previously, but it showed a "weird symbol." A while back, the doctor noticed one of the ins's was off but the doctor was able to turn it back on. After interrogating both ins's today with the tablet, the patient programmer was able to successfully interrogate both ins's, and no "in the box" icon appeared and it showed normal therapy screen and that both ins's were off and battery life was ok. After this, the caller interrogated each ins again with the tablet and confirmed there was still no programming in either ins but group a was active - there was a white box around "group a" but there was no settings entered in any of the programs. The caller checked impedances on the right ins and all were green and within normal limits. The caller indicated the doctor was to likely call to inquire about the root cause of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the patient's symptoms have been resolved.